Manufacturer narrative:
The company service representative examined the system. The company service representative found a nonconforming phaco handpiece. The system was then tested and met all product specifications. A request has been made to return the phaco handpiece for in-house eval. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B) (4). (B) (4). (B) (4).

Event description:
Malfunction: handpiece stopped working. The customer reported the system stopped phacoing during the procedure. The case was completed after the handpiece was replaced. Multiple attempts were made for more info on the pt status with no response to date. No pt injury was reported.